Event description:
It was reported that the bladder of a folfusor sv 2ml/hr ruptured. This occurred while filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified the reported ruptured bladder. Microscopic examination of the bladder revealed markings on the exterior surface of the rupture line which indicates external damage. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.